Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported an enlarged incision during an intraocular lens (iol) implant procedure. The nurse reported that a cartridge of the wrong size slipped into a cartridge box. The surgeon was obliged to enlarge the incision to overcome the tip of the cartridge. The nurse also reported that the packaging of this cartridge was different but was in a new box of cartridges.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: a photo of the pouches in question was initially provided 01-mar-2017. The first pouch is a cartridge pouch. The second pouch is an iol pouch. These pouches were returned for evaluation. Upon return, the iol pouch had a used a cartridge stapled inside. No damage was observed. Based on the expiration date on the returned iol pouch, the iol would have been manufactured and packaged july of 2016. The cartridge lot 32498999 was manufactured 06-oct-2016 to bar seal on 10-oct-2016. Cartridge product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the reported event cannot be determined. The cartridge was returned stapled inside an iol pouch. The cartridges are manufactured at the (B)(4) facility. Specific pouches designed only for specific cartridges are used. Iols are manufactured at the (B)(4) facility. Specific pouches designed to hold the wagon wheel iol lens cases are used. The returned iol pouch has the iol expiration sticker adhered to the back of the pouch. This sticker is placed on the iol pouch at the final verification and packaging process step immediately before the lens is placed into the carton. There would be no opportunity for the cartridge to be sealed into the returned iol pouch. It is possible the site mistakenly identified the wrong opened pouch. Manufacturing records were reviewed for 01-sep-2016 through 31-oct-2016. (B)(4) cartridge lots were manufactured during this time frame. The cartridge lots were manufactured through bar seal 13-sep-2016 to 14-sep-2016. These five lots were sterilized and packaged before the complaint cartridge lot 32498999 started manufacture on 06-oct-2017. There were (B)(4) lots manufactured between the last cartridge and the complaint cartridge lot 32498999. In addition, all lots go through 100% electronic model verification during manufacture. There was no opportunity for a cartridge to co-mingle with the lot 32498999. (B)(4).